Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine follow-up. Upon interrogation, the atrial lead exhibited under sensing, an increase in threshold and an increase in impedance. X-ray revealed that the lead had dislodged. During the lead revision procedure, a stylet was unable to be inserted into the lead. The lead was explanted and replaced successfully on (B)(6) 2016. The patient was in good condition.